Event description:
Room and patient were prepared in standard fashion. Patient was brought back to room; surgery was conducted as noted in intra-op record. Normal table positioning during this case includes having the table in reverse trendelenburg and airplane to the left which is done near the start of the procedure. Shortly after the gallbladder was removed a loud bang/boom was heard and it was observed that the table had dropped towards the floor and down towards the foot of the table. The patient positioning was checked under the drapes and was still secured on the table. Her arms had shifted with the jolt but were still secured to the arm boards which were then re-adjusted. Footboard was also adjusted. Dr. (B)(6) reported an injury had occurred to the liver as a result of the jolt and a repair to that injury was made as per the operative report. Core staff was alerted and biomed was contacted. Surgery was completed and patient was transferred to cart without further incident. Skytron surgical table - ceid (B)(6) trimedx asset tag. I received the report from the field service engineer. ¿I would say that it is highly unlikely this would have been found during preventative maintenance as the crack is under a nylon ring that doesn't move.¿ the unit is on an aem program with a performance verification after repair maintenance schedule. Which means it does not get regularly scheduled maintenance. Our regulatory team uses an algorithm to determine what the scheduled maintenance is doing to prevent injuries and how likely those are to cause harm to the patient if they fail. In this case the vendor doesn't believe that this could have been found during scheduled maintenance, reinforcing our aem program, and it was most likely due to the age of the equipment.